Event description:
Customer called to report a blood leak that occurred during treatment. Name and function of complainant: same as reporter. Account representative (rep) called to report a blood leak which occurred on (B)(6) 2014. Rep stated she waited to report the leak and request service due to the change in service providers. Customer told the rep that the system pressure dome leaked 5 minutes into the procedure. Customer did not notice a leak during prime. Customer aborted the treatment and set up a new kit and did another procedure on the patient. Css to dispatch service who will contact the account rep due to the language barrier. Service order (B)(4) was created to check instrument. No kit was returned for investigation.

Manufacturer narrative:
Batch record review could not be conducted since no lot number was provided. Trends have been reviewed on an overall (through all lots) for this complaint category and no trend has been detected for this type of events. Service order (B)(4) completed: service engineer cleaned blood spill, performed check out procedure, recalibrated pumps and bowl sensor. The assessment is based on information available at the time of the investigation. No product was returned by customer for investigation; therefore, no root cause could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will taken. (B)(4).